Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The patient stated that their cgm read 47 mg/dl and called 911 based on the cgm reading. When the emergency medical services (ems) arrived, they took a finger stick from the patient and the blood glucose (bg) meter read 143 mg/dl. It was indicated that the patient did not check her glucometer at the time of event before the ems arrived. The patient did not provide further event details. No additional patient information is available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.